Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the 15mm connector was missing from the tube. No signs of kinking were found. The inner and outer diameter of the sample was measured and found to be within specification. Kink resistance testing and flexural testing were also performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges during surgery, with the patient in a beach chair position, they had difficulty ventilating the patient. Upon further investigation they allege that the tube was kinked midway up from the cuff. Surgical procedure - shoulder surgery. Intervention - the patient was extubated and re-intubated with another endotracheal tube and the case was completed successfully.

Manufacturer narrative:
(B)(4).the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges during surgery, with the patient in a beach chair position, they had difficulty ventilating the patient. Upon further investigation they allege that the tube was kinked midway up from the cuff. Surgical procedure - shoulder surgery. Intervention - the patient was extubated and re-intubated with another endotracheal tube and the case was completed successfully.